Event description:
It was reported that the patient developed a hematoma at the incision site, and additional intervention was performed. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use. A total of 11,000 units of heparin was administered during the procedure; however, protamine was not given because the physician believed sufficient time had passed for adequate heparin reversal. During closure, a small hematoma was noted at the incision site. Before the patient was awakened and extubated, the hematoma was observed to be enlarging. The physician did not specify what caused or contributed to the hematoma; however, protamine had not been administered during closure, and once the hematoma was noted, it was ordered to be given. The following day, the incision was reopened, and the physician identified a small venous bleed. Sutures were placed for hemostasis, and a jackson-pratt drain was inserted before the wound was reclosed. The patient remained neurologically intact.